Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high definition lcd monitor displayed no image. There were no reports of patient harm.

Event description:
The issue occurred, during a diagnostic procedure. The procedure was completed using the same set of device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Troubleshooting was conducted via telephone. The customer, was advised to check the serial digital interface cabling and offered to reconnect properly. The customer inquire to a third party. And called back to report, there was an image on the monitor. The wrong input was selected. Then the customer, was assisted with printing images from the cv-190. Since, the subject device was not returned to legal manufacture. The reported event cannot be confirmed. Neither the condition of the device. Based on the results of the investigation from the information obtained, no image is displayed on the monitor, due to settings. Olympus will continue to monitor field performance for this device.